Event description:
Customer called on (B)(6) 2011 reporting that forty-three erroneously high, false positive immage immunochemistry system rheumatoid factor (rf) reagent results were generated after loading a new reagent lot #m101865 on an immage 800 immunochemistry system. Customer mentioned that when samples were rerun using the previous lot, the results were negative or <20 iu/ml. Customer also indicated that there were no problems with qc when the new reagent lot #m101865 was loaded on the system. Erroneous results were not reported out of the lab and no change to patient treatment resulted from the event. Customer did not request service for the instrument.